Event description:
The customer alleged that the vent went "inop" while on a pt. The hospital bio-med technician inspected the device and replaced the internal battery. The unit passed extended sefl testing. There was no pt harm reported.